Event description:
It was reported that during a postoperative examination, there was something like a piece of metal near the patient iris. The physician suggested the issue occurred with the phaco tip, but he was not certain. There is no health damage to the patient and no further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d4 - lot number#: unknown/ not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product lot number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.